Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 433 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer changed out the complete set and did an injection but their blood glucose was still high. Customer performed the high pressure test and passed. Customer was advised to monitor the insulin pump and their blood glucose levels.